Manufacturer narrative:
A ge service representative contacted the customer by phone and directed them in repairing the system. The system was powered down and the cannon connector on the back of the electronics cabinet was reseated. The system operates as intended and was returned to service.

Event description:
The customer reported that the system would not boot up to a state of allowing fluoroscopic exposures. There is no report of injury or death associated with the event described in this complaint.